Event description:
It was reported that the patient received the implant durom us acetabular component 54/48n, left hip on (B)(6) 2008. It was also reported that on (B)(6) 2010, the patient was experiencing on and off pain and is currently being monitored. This could be due to loosening of the cup.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).